Event description:
It was reported that during implant the atrial lead exhibited low lead impedance and loss of capture. The lead was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field events of loss of capture and low lead impedance were confirmed in the laboratory and was due to an electrical short within the lead. The cause of the short was overtorque of the inner coil during the surgical procedure.